Event description:
Pump experiencing "incorrect mode" with "incomplete configuration" reading. Exchanged pump for new, sent pump back to uhs rental. They verified pump was "broken" and would be sent back to the MFR for "fixing". Dose or amount: ampicillin 26m. Frequency: every 6 degree. Route: IV. Dates of approx one month in 2007. Diagnosis or reason for use: bacterial endocarditis. Event abated after use stopped: no. Event reappeared after reintroduction: yes.